Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the keypad button was under responsive. The customer alleged that the up, down, ok and backlight buttons were under responsive to user presses and there was moisture within the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2016 with the following findings: during investigation, there was visible moisture corrosion found in the battery compartment. The up, down, ok and back light buttons were under responsive to user presses. A leak test failed due to a battery compartment leak. The keypad was removed and there was contamination found on the up, down , ok and contrast button contacts. The pump was opened and there was moisture corrosion found on the battery housing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.